Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose was 1122 mg/dl. The customer stated that she was experiencing high glucose for the past twenty four hours. The customer's recent glucose reading was 180mg/dl and was treated with the insulin pump. Troubleshooting was performed. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was performed.